Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery on (B)(6), a dynamic hip plate (dhp) was used for the bone fracture of the distal diaphyseal end of the left humerus. After fixation of the lateral plate, the medial plate was placed while taking care of the screws position. The screw was inserted after making a hole and tapping. The plate fixation was enough, because the additional screw was inserted in another screw hole. During insertion of the cortex screw, it broke off from just below the screw head when the head part touched the plate. The thread part of the screw tip was left in the bone (inside the left humerus distal diaphyseal end) and was not retrieved. The surgeon decided to remove the remaining broken part at the removal operation of the implants planned later, prioritizing bone union. The bone fixation was successful and there was no problem. The patient was a young man, with good bone quality. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. Placeholder.